Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na -

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: device status changed from returning to not returned.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. User facility (voluntary / mandatory) medwatch report number mw5087611.

Event description:
User facility medwatch report received that states: [guide wire broke during procedure FDA safety report.] No additional information was provided. Additional information received 7/23/2019: the core separated in two pieces during advancement. No resistance noted during advancing. Several attempts were made to retrieve separated portion via snare but unsuccessful and was not retrieved at this hospital. Procedure time became prolonged. Device was not embedded in vessel. Patient sent to another hospital and it is unknown if retrieved there. No additional information was provided.